Event description:
It was reported that the patient experienced discomfort, and the prostate-specific antigen (psa) level was found to be elevated at the second month follow-up visit. The physician suspects the patient is experiencing temporary prostatitis. The procedure was completed with this device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.